Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received no delivery alarms on the insulin pump. The customer's blood glucose was not known. The alarms were resolved with an infusion set change. The customer also stated his insulin was becoming crystalized, so he was advised to change the type of infusion set. The customer had a blood glucose of 320 mg/dl on (B)(6) 2014. Nothing further reported.